Event description:
On (B)(6) 2014, the patient reported that he had been experiencing elevated blood glucose levels and is questioning the accuracy of the bolus recommendations provided by his blood glucose monitor. He stated that he administered 8 units of insulin via his monitor and 1 hour and 20 minutes later the device still showed he had 7.8 units of insulin on board and he thinks it should be less than that. The patient was not interested in troubleshooting the issue. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.